Event description:
Additional information received that on (B)(4) 2012 there was not a CABG done as treatment. The study site now states that as treatment for the ae 2 (restenosis) an unspecified percutaneous coronary intervention (pci) of the target vessel, target lesion was done. Also on (B)(6) 2012, the patient had vascular ischemia and another unspecified percutaneous coronary intervention (pci) of the target vessel, target lesion was done as treatment on (B)(6) 2012. There was no report of a myocardial infarction. The ischemia resolved without an adverse patient sequela on (B)(6) 2012. The patient was discharged home on (B)(6) 2012. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2011, the patient had a 3.0 x 15 mm promus stent implanted and was discharged the next day. On (B)(6) 2012, restenosis was observed. The patient was admitted to the hospital on (B)(6) 2012 and underwent coronary artery bypass grafting (CABG) the next day to treat the restenosis. The patient was discharged from hospitalization on (B)(6) 2012. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot# added. Manufacturing site corrected. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Stenosis/restenosis and surgical procedure (coronary artery bypass grafting) are listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use as known adverse events. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of ischemia and stenosis/restenosis are listed in the japan promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Correction: removed the disability or permanent damage box.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.